Event description:
Received a report from a consumer indicating consumer sought a medical exam after experiencing vaginal inflammation six weeks after their last menses. Consumer indicated their doctor removed part of a tampon pledget.